Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported that the customer was hospitalized due to high blood glucose levels. The paramedics were called and she was treated with fluid infusions. The blood glucose reading at the time of the event was in the range of 400 mg/dl. Prior to the incident, the customer fell and was disoriented. The customer's husband also stated that her insulin pump was not alarming and was reprogrammed at the doctor's office. Troubleshooting was performed and the pump passed all tests. The current blood glucose reading is 128 mg/dl. No further information was provided.